Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered a code 1003 indicative of battery voltage too low for projected remaining capacity and a code 1007 due to capacitor charge time exceeding the limit. Technical services recommended to replace the device as soon as possible as therapy is not guaranteed. At this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered a code 1003 indicative of battery voltage too low for projected remaining capacity and a code 1007 due to capacitor charge time exceeding the limit. Technical services recommended to replace the device as soon as possible as therapy is not guaranteed. At this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered a code 1003 indicative of battery voltage too low for projected remaining capacity and a code 1007 due to capacitor charge time exceeding the limit. Technical services recommended to replace the device as soon as possible as therapy is not guaranteed. At this time, this ICD remains in service. No adverse patient effects were reported.